Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, a clot was noticed in the oxygenator. (B)(4) clinical specialist spoke to (B)(6) ccp on (B)(6) 2012. The procedure was a CABG with aortic dissection repair. After the patient was weaned from cardiopulmonary bypass (cpb) a clot was observed in the fx25re oxygenator during the rinse process. The clot was not observed during cpb, and there were no functional or performance issues observed during cpb. The clot was seen post arterial filter and was on the opposite side of the blood inlet connector. There was no delay in the procedure or blood loss associated with this event. There were no clinical interventions performed due to this observation. The patient was transferred to the intensive care unit (ICU) per normal protocol. The patient later expired in the ICU. Further details have been requested from the user regarding this event.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).